Event description:
Pt was treated two times with compound w freeze off in two days (same wart) on ring finger. Applications performed in 2004. One inch blister formed after treatment. User sought medical attention and was prescribed a cream and pain killer. Family member of user reports that dr's diagnosis was: burn due to too much treatment. Treated pt claims that there was more liquid coming out than usual.